Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years. No additional information has beens provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room with unspecified signs of stroke. The patient's condition became worse and the patient required intubation. A computerized tomography scan revealed an acute intraparenchymal hematoma in the right lobe. The patient expired on (B)(6) 2016. It was reported that there were no device issues reported and the lvad was operating as expected.

Manufacturer narrative:
A correlation between the device and the report of an intraparenchymal hematoma could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.